Event description:
It was reported that the patient underwent revision surgery to relocate the implantable pulse generator (ipg) from the right to the left side of the buttock. The patient reported pocket site discomfort. It was reported the patient was not sitting flat and was angled and uncomfortable to the patient. Therapy was not interrupted. The device remains implanted. The surgical procedure was successful with no report of patient harm or injury.

Manufacturer narrative:
Mml reference #: (B)(4). B2-other: pocket pain discomfort.

Manufacturer narrative:
Mml reference #: (B)(4). B2-other: pocket pain discomfort. Updated section b5- event description. The manufacturing record was reviewed. There were no non-conformances found during the manufacturing process of the device. Per the implant and programming manual, a known risk associated with surgery, implantation of a medical device, or use of reactiv8 is acute or persistent pain, and/or discomfort due to the presence of the device. There is no further report of pain after the relocation of the ipg.

Event description:
It was reported that the patient underwent revision surgery to relocate the implantable pulse generator (ipg) from the right to the left side of the buttock. The patient reported pocket site discomfort. It was reported the ipg was not sitting flat and was angled and uncomfortable to the patient. Therapy was not interrupted. The device remains implanted. The surgical procedure was successful with no report of patient harm or injury.